Event description:
Low impedance reports. Device is switching from bipolar to unipolar due to lead check. Thresholds and sensing are all normal. Noise detected on the atrial lead and noise increased with movement. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.